Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system took longer than normal to initially boot up. When logged into ent, there was a battery service error displayed, they logged into the stealthadmin and the battery was at 0% and the uninterruptible power supply (ups) showed not connected. System was not charged overnight. No patient was present at the time of the event.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned ups was standalone tested and no known issues were detected. All outputs measured normal voltage. The power switch functions, as intended. No failure found. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. The battery was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The battery was depleted upon return and measured less than a half of a volt. This is usually an indication of the accompanying ups having defective fet's or an issues with the charging circuit. An electrical failure was observed. Eval code method is associated with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.